Event description:
Additional information was received from the rep reporting that the ins will not be returned as it was discarded.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
G2. Foreign: be. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative [rep], healthcare provider, other) regarding a patient w ho was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was ins depletion and replacement within two years. A session report was provided. An ins longevity estimate was calculated based on the programmed settings at the time of the session report, which estimated an ins battery longevity of two years and eight months with 100% usage. The reported longevity of the ins was 13.1 months. The session report also showed high impedance on all pairs involving electrode 13 ranging from 8877-15598 ohms, and pairs 10-0, 10-5, 10-9, and 10-14 ranging from 4076-11163 ohms. All other electrode pairs had impedance measurements within normal range. Electrodes 10 and 13 were not used in programming. Additional information was received from the rep. It was reported that the patient file did not mention if the patient increased their settings. The ins was replaced with a rechargeable model on (B)(6) 2023. What was mentioned in the patient's file was that 10 days post-operative, elective replacement indicator (eri) was estimated to occur in 10 months with high dose (hd) programming. The high impedance was not investigated as the patient was programmed around the increased impedance so there was no reason for an extra procedure. It was noted that this information was confirmed with the physician/account.